Event description:
The valve was removed due to structural dysfunction relating to thrombosis. The valve was reported to be completely obstructed by thombolytic material. The valve was replaced with no additional consequence to the pt.